Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to tibial loosening.

Manufacturer narrative:
This report is being amended to reflect changes in sections. No product was returned; visual and dimensional evaluations could not be performed. The device history records for the tibial component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A product history search identified no other complaint for the reported part and lot combination. This device is used for treatment. Review of the surgical notes suggest that the components were implanted with the correct fit and orientation as per the surgical technique. The revision surgical notes state that the patient "was diagnosed both radiographically and clinically with aseptic loosening of the left total knee arthroplasty tibial component". A field action was conducted on (B)(4) 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall (B)(4) contains the related tibial lot number. The corrective and preventive action investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.